Event description:
It was reported that the customer was receiving lost sensor alerts and noticed that his insulin pump was cracked. The customer's blood glucose was 159 mg/dl. The customer stated that the crack was at the right of the insulin pump screen and over the top of the housing. The customer was unaware of how the damage occurred. Troubleshooting was done. The customer stated that the insulin pump was working fine. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Pump received with cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched and cracked display window. The test minilink transmitter communicates properly to the pump. No unexpected lost sensor alarm noted.